Event description:
On (B)(6) 2011, therakos rec'd a report of a leak at collect pressure dome during prime.

Manufacturer narrative:
Batch record review of xts kit lot z101 showed that this lot met all release requirements. The complaint sample was not returned, therefore, the complaint cannot be verified. (B)(4).